Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to the electrode belt¿s trunk cable black pulse wire being exposed. The belt was unable to complete a falloff test. The root cause for the exposed cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.